Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The b380 cable was repaired. The system was tested and operates as intended. This event could be a possible accidental radiation occurrence.

Event description:
The customer reported that the 7900 system's laser did not work and collimated when trying to magnify. No pt injury was reported.